Event description:
It was reported that the pt had a longstanding infection since approx (B)(6) 2009, which was coming out from the mastoid into the external ear canal through a fistula.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.